Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported a visible hole in the donor line with a leak noted. Patient ID is unknown at this time. Per the customer the donor was stable at the time of release. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the reportability questions were marked in error and no reportable event occurred. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported a visible hole in the donor line with a leak noted. Patient ID is unknown at this time. Per the customer the donor was stable at the time of release. The collection set is not available for return because it was discarded by the customer.